Manufacturer narrative:
The complaint sample has not yet been returned to integer for evaluation. The distributor has indicated it will be returned. A supplemental medwatch 3500a emdr will be submitted once the evaluation has been completed. Report source: distributor zimmer biomet. Foreign as the event occurred in (B)(6).

Event description:
It was reported during an unknown patient procedure that the coupling for the ao chuck is broken. There was a 5 minute surgical delay reported. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
The complaint sample was returned to integer for evaluation and the reported event was confirmed. The drive chain was broken into two (2) pieces at the power adaptor. The indexing handle and one (1) z-tube half were etched with the reported lot number 3420372-24 while the other z-tube half and the drive chain were etched with lot number 3131928-48. The joints functioned as intended. The remainder of the complaint sample showed signs of wear in the form of scratches, nicks and gouges throughout the device. A manufacturing review did not reveal any discrepancies. The reported event is attributed to wear. No further investigation is required. Actual failed lot and manufacture date is 3131928 and 30-dec-2015.